Event description:
Follow-up from the manufacturer representative (rep) reported that the issues resolved. It was a user error, as the person who was checking the impedances had not reset the clinician programmer. This was discovered after the lead was removed, wiped down, and re-inserted. After the clinician programmer was reset, which was normal protocol according to the rep, all impedance measurements were within normal limits. There was no device malfunction and the issue was attributed to user error.

Event description:
It was reported that the manufacturer representative (rep) was in surgery at the time of the report for an implantable neurostimulator (ins) replacement. The impedances were high on the left side, even after switching ports on the ins. The rep indicated there was an adaptor already in use, so she was going to get another as a troubleshooting option. The rep confirmed the ins was in the pocket and prior to surgery the impedance check was good. The reason for the impedances and if they resolved was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).